Manufacturer narrative:
D10 concomitant product: abstack30x, abstack30x abs fixation device30 tacks, (lot # n5f1921y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic umbilical hernia repair, during mesh fixation, a tacker with 30 tacks was used initially. After the tacker was inserted into the trocar, the shaft of the trocar got bent and broken. The surgeon could not remove the tacker from the trocar. The surgeon could not fire any tacks properly. Tacks fell into the cavity of the patient and were retrieved. A tacker with 15 tacks was used afterwards. However, after four tacks, the trigger of the tacker got hard and did not function properly. Tacks also fell into the cavity of the patient and were retrieved. Suturing was done instead to fix the mesh. There was no patient injury.